Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, visual analysis, retain testing, and system risk analysis. The batch record was not reviewed as this was not related to a specific lot or lots. Supplier evaluation was not required as the issue was not identified as a manufacturing or functional issue. A visual analysis was not performed as no photos were provided. A retain sample was not performed as this was not identified as a manufacturing or functional issue. The system risk analysis (sra) was reviewed for the issue of human reaction and the risk was determined to be "low risk." The assignable cause is is not known. The healthcare worker continues to work in the same job and the diagnosis of the interstitial lung disease appears not to be affected by the work. Should additional information become available, advanced sterilization products (asp) will reopen the complaint for investigation. A customer letter is being sent to provide further customer education. No further investigation is required at this time. Asp will continue to track and trend the issue.

Manufacturer narrative:
Ni

Event description:
An international health professional reported a health care worker was diagnosed with interstitial lung disease. The report stated the health care worker has been working in an endoscopy room with disopa for more than 10 years, and wore personal protective equipment [ppe] that included gloves, gown, goggles and mask. In addition to using disopa as a high level disinfectant, she also works with alcohol, enzyme detergent and 6% sodium hypochlorite. This diagnosis was made in (B)(6) 2015 as part of a routine physical exam. The health care worker was not hospitalized and she was not prescribed any medication for this condition. She has no history of allergies. Advanced sterilization products [asp] has decided to report this event even though it is unknown whether or not the diagnosis is related to the exposure of disopa. Asp will continue to follow-up for additional information.